Event description:
Customer reported, during daily test of device, the ECG size appeared to be to small when using three leads or pads. No pt involvement was reported. Svc rep was able to duplicate the reported condition. Proper operation was confirmed and the device was returned.